Event description:
A falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. Siemens reviewed instrument data and determined an issue with the sample mix. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse ran the sample 1 (s1) mix test in diagnostic mode and the test failed. The cse replaced the s1 mixer assembly, auto-aligned the s1 arm assembly, and primed the s1 mixer. A quick check was performed which passed. Additionally, quality controls (qc) were performed, which recovered acceptably. Siemens further investigated the issue and determined the potential cause of the falsely depressed co2 result is due to a malfunctioning s1 mixer. The instrument is performing according to specifications. No further evaluation of this device is required.